Manufacturer narrative:
Upon reassessment of the reported event it was determined that the initial MDR was submitted on incorrect MFR. The report will be submitted on 0001825034-2019-03719.

Event description:
Upon reassessment of the reported event it was determined that the initial MDR was submitted on incorrect MFR. The report will be submitted on 0001825034-2019-03719.

Manufacturer narrative:
(B)(4). Foreign, (B)(6). Concomitant medical products: pn: 141256, ln: 2018010134, polished finned tib tray 83mm. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent debridement to treat delayed wound healing post initial surgery.